Manufacturer narrative:
This report was the result of a historic review based on company internal corrective & preventive action (B)(4).

Event description:
Healthcare provider reported they had 'dlk' (being treated and under control) - specific date(s) not provided. Believes it's something in office; uses dry heat sterilizer & will replace; looking into gloves, bss, disp cannulas, etc.; in new building since sept; construction in building last 6 wks; always in r (1st) eye, maybe a little in l eye. Moria suggested looking at hvac and humidifier/dehumidifier system. Healthcare provider sending in one use plus motor #j616 and disposable heads ref. 1933x/xxx for evaluation.